Manufacturer narrative:
The doctor alleged that patients experienced the debonding of veneers that had been placed with nx3. The doctor was unable to provide the number of patients affected, nor did he provide follow-up information on the current condition of the affected patients; he did, however, state that nx3 would be used for recementation. No product was returned; therefore retain samples were evaluated for adhesive strength and met product specifications. A review of the manufacturing records indicated that there were no non-conformances or variances during the production process. In addition, a review of complaint database trending indicated that no similar complaints were received. These investigation results indicate that the debonds were isolated incidents and were not the result of a product failure. Tested retain samples.

Event description:
On (B)(6) 2011, a doctor reported that patients experienced the debonding of veneers that had been placed with nx3.